Event description:
It was reported that on the atrial high rate detail, the stored low amplitude atrial electrogram makes it difficult to determine what is occurring with the patient¿s rhythm. The clinician had attempted to increase the gain of the electrogram but was unable to. The real-time atrial electrograms do not have the same issue. It was further reported there was possible farfield oversensing. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).